Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was something in a range of 200 to 400 mg/dl. Customer¿s other blood glucose level was 300 mg/dl. Customer treated with insulin shot. Customer states they are unable to remove the battery cap on their insulin pump. Customer unable to troubleshoot for high blood glucose. Customer states insulin pump was died because cannot remove the battery cap to change the battery. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot(p) and broken battery tube threads.